Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the "spider 2 tenet" was having glitches and could not stay in its stable position. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No complaint related issues were noted. A functional evaluation was performed on the device. The device intermittently tries to re-pressurize. The piston migration was at 2.3 inches. The device passed the weight test. The complaint was confirmed and the root cause has been associated with a seal failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include, depletion of hydraulic fluid over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.